Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the reload came out of the stapler when fired. It fell into the pt and was retrieved. A new device was used to complete the procedure. There was no pt consequence.